Manufacturer narrative:
Siemens filed initial MDR 2517506-2020-00047 on 07-feb-2020. Additional information (03-mar-2020): siemens further investigated this issue and determined that when the sample was repeated on the initial instrument, the sample was processed with a serum index test. The serum index test result was flagged with "abnormal assay" and the aspiration profile for this sample was atypical, indicating that there was an issue related to either the sample integrity or sampling system. Since the "abnormal assay" flag and atypical aspiration profile were limited to this sample, an issue with the sampling system can be ruled out. Furthermore, calibration, quality controls, and additional precision tests performed by the customer were acceptable, further demonstrating that sample integrity issues potentially contributed to the discordant, falsely low cardiac troponin I (tni) result. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that they obtained a discordant, falsely low cardiac troponin I (tni) result on a patient sample on a dimension exl with lm instrument. Quality controls (qc) were within acceptable ranges on the day of the event. The ccc specialist remotely instructed the customer to perform qc precision study with a new calibrator lot. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse performed the following: cleaned and lubricated the lead screw, replaced the reagent 2 (r2) flush pump syringe tip, aligned and primed the instrument, and ran system check, which recovered acceptably. The cause of discordant, falsely low tni result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s). The patient was redrawn 4 hours later and the new sample was run on the same instrument and an alternate dimension instrument, resulting higher than the initial result. The customer repeated the initial sample on the same instrument and on the alternate dimension instrument, and the repeat results were higher than the discordant result. The customer reported 0.11 ng/ml as the correct result to the physician(s). There are no known reports of adverse health consequences due to the discordant ctni result.